Event description:
Patient to have CT scan of the lower extremities. During the scan, the CT failed and stopped scanning. The pt had to be rescanned in order to complete the procedure, exposing the pt to additional radiation.